Event description:
The pt's daughter was lifting him off his reclining chair. When he was 3" off the chair, the extension strap used with a p440 broke.

Manufacturer narrative:
We checked in-stock components of the adjustable lanyard (374682) and did not find the components to be out of specification nor sharp enough to reasonably cause such fraying of the strap. The adjustable lanyard is being returned on rga 16928. After it has been evaluated, we will reply with more descriptive codes and analysis.